Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: was there any patient consequence reported? How was case completed? On which firing did issue occur? Which reload code was in device when surgeon attempted firing? What is lot number of device (and of reload if known)? What type of procedure was being performed? Was there any change to procedure or post-op patient care? The analysis results showed that the tx30b device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device would not fire. It is unknown how the case was completed and the patient consequence is unknown.